Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they had air bubbles in the reservoir. The customer's blood glucose was 217 mg/dl at the time of call. The customer mentioned that they were hospitalized and had high blood glucose during the hospitalization. The customer reported that the high blood glucose was treated with insulin drip at the time of hospitalization. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The reservoir will not be returned for analysis.